Manufacturer narrative:
Other applicable components are: product ID: 8781, serial#: (B)(4) implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the managing hcp was wanting to have a dye study done on the pump because they thought the infusion catheter was displaced. The hcp believed the patient was not getting drug for reasons the reporting hcp did not know. The hcp was trying to find an hcp who would perform the dye study. No symptoms were reported. There were no further complications reported at this time.